Event description:
It was reported on an external medwatch form (no number assigned) that the devices were used during a rou-y gastric bypass procedure, one device did not deliver staples, and the staples failed to form completely when fired from a different device. The surgeon sutured the anastamosis by hand. Two days post-op the pt developed ventricular tachycardia due to a possible ruptured anastamosis. An upper gi series was ordered and leakage of the anatamosed tissue was discovered. A second surgery was performed, for drainage of an intra-abdominal abcess at the site of anastomosis. Pt transfused with one unit of blood due to post operative blood loss after second surgery. Pt was released from hosp to a rehabilitation facility.